Event description:
Per the audiologist, the patient reported swelling of the implant site. The device was starting to extrude. The patient's device was explanted in 2008. Reimplant surgery is scheduled (date not reported) for "winter 2009".

Manufacturer narrative:
This type of event is addressed in the device labeling.